Event description:
The customer reported the system tracked to max kv without producing an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the camera power supply. System operates as intended. (B) (4).